Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noisy signals and oversensing were noted which led to inappropriate atrial tachycardia response (atr) episodes. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noisy signals and oversensing were noted which led to inappropriate atrial tachycardia response (atr) episodes. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.